Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent mentioned catheter blockage, accidental removal and bladder cancer when asked of complications while using the 3-way hydrogel coated prostatic catheter. It was unknown what medical intervention was provided for bladder cancer.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿lumen wall thickness undersized". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ ]the device was not returned.

Event description:
It was reported that the survey respondent mentioned catheter blockage, accidental removal and bladder cancer when asked of complications while using the 3-way hydrogel coated prostatic catheter. It was unknown what medical intervention was provided for bladder cancer. Per additional information received on 20apr2022, when the survey respondent was asked if the instructions for use (IFU) of bard 3-way delinotte hydrogel coated prostatic catheter provides sufficient information about the product(s) and its or their medical application(s), the respondent said no because it was unclear.